Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case was cracked and broken. Error history log review found a watchdog and primary audible alarm post error. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: replaced interconnect board and speaker as a preventative measure.

Event description:
It was reported that the pump had a watchdog failure. No patient injury was reported.